Manufacturer narrative:
The customer sent the device to the philips bench repair. Results of functional testing indicate that the speaker produced sound. The bench technician replaced the speaker assembly as preventive maintenance. The device was returned to the customer.

Event description:
The customer reported a speaker malfunction no sound coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.